Event description:
It was reported that during a ligament reconstruction and tendon interposition surgical procedure, it was observed that the small battery drive device was losing power and working intermittently. As a result, there was a ten minute delay to the surgical procedure. According to the report, a spare battery device was available for use. The reporter stated that there was enough power for the surgeon to successfully finish the surgical procedure with the spare battery device. However, the device stopped working altogether after the procedure was completed. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. After the procedure, the small battery drive device was tested with another battery device and it was observed that the device still had no power. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.